Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty converting the ventricular arrhythmia resulting in therapy exhaustion, syncope and hospitalization. A second defibrillation threshold (dft) test was completed with successful conversion. Device data was sent to rhythmcare for review. Data review identified another treated episode with four shocks required to terminate the arrhythmia. There was no indication that any of the shocks were inappropriate. This device remains in service. No additional adverse patient effects were reported.